Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod. The patient reports being unable to use their controller as the application was frozen. The patient had gone to their endocrinologist. Once at the endocrinologists office the patient was instructed to remove the pod. The patient was treated with 4 units of manual insulin. The patient was prescribed insulin. The patient was at the endocrinologist office for 1.5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.